Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced the 12g serial digital interface port not transmitting image through to monitor. The issue occurred during set up. There were no reports of patient involvement.